Manufacturer narrative:
Updated: g3, g6, h2, h6: (component code, type of investigation, investigation findings, investigation conclusions). H11: correction: h4 manufacturing date. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Leaflet immobility or restricted motion has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Leaflet immobility or restricted motion occurring post-procedurally is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors, including coronary artery disease, history of coronary artery bypass graft, hyperlipidemia, and end stage renal disease.

Event description:
It was reported that a patient with a 29mm 11400m mitral valve underwent a valve-in-valve procedure after an implant duration of 2 years, 1 month due to severely reduced leaflet motion with severe stenosis. The patient presented with acute on chronic heart failure. The surgical valve was fractured with a 28mm true balloon, then the tmvr was successfully performed with a 29mm 9755rsl valve. The patient was taken to cicu in stable condition post procedure. On pod # 11, the patient underwent orthotopic heart transplant. Per medical records: pre-op echo showed well-seated mitral valve with severely reduced leaflet motion leading to severe stenosis, mg 21mmhg. Cta - no abnormal leaflet thickening, thrombus or vegetation.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.